Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see updates to h4, h6 and h10 a review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the error code e103 was due to a main lamp failure. The root cause of the main lamp failure was unable to be identified. Additionally, the root cause of the charred lamp is unable to be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. A faulty main lamp was found and causing the spare lamp to turn on. Additionally, the lamp had a burn mark present. After changing out the damaged lamp with an olympus-test lamp, the device was functioning properly. Furthermore, the front panel mount was damaged. Heavy dust was discovered inside the unit. The socket slider switch was worn-out and causing intermittent use of high intensity mode. It was also noted that the top cover had scratching present. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that his olympus evis exera iii xenon light source was presenting an e103 error message during an unspecified procedure. Additional details relating to the patient and the event have been requested but were all unknown by the initial reporter. There was no patient harm or consequence reported as a result of this event.